Event description:
It was reported that the patient with the cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedance measurements, measuring greater than 2000 ohms on this left ventricular (lv) channel. This lv lead currently remains in service. The plan is to continue monitoring. No adverse patient effects were reported.